Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 48 mg/dl at the time of incident and took juice, sweets to bring blood glucose back. Customer also reported that the insulin pump had no delivery alarm during manual prime. Trouble shooting was performed for no delivery alarm and issue was resolved by changing complete set. Customer did not want to trouble shoot hypoglycemia as they know cause of hypoglycemia. The insulin pump will not be returned for analysis.